Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer did not open. A technical support specialist found that the key had not been returned, which caused the drawer not to open, and it needed to be cycle counted back in. The system functioned as intended after the issue was resolved by the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open when the user attempted to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.